Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the anatomy (rated heart, prolapse posterior leaflet, rotated heart, small atrium) contributed to the reported difficult to position/failure to adhere or bond and the reported single leaflet device attachment (slda). The mitral regurgitation (mr) is likely due to the reported slda. A conclusive cause for the reported hypertension and the relationship to the product, if any, cannot be determined. The reported patient effects of worsening mitral regurgitation and hypertension, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was advanced, but due to a rated heart, the clip was difficult to position. The clip was successfully implanted and confirmed to be stable on both leaflets. Mr reduced to a grade of 3-4. The following day, echocardiogram was performed and showed the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4. It was noted that overnight, the patient had very high blood pressure which caused the increased mr and slda to occur. The next day, an additional mitraclip procedure was performed to treat mr with a grade of 4. One clip was implanted reducing mr to a grade of 3-4. There was no significant delay in the procedure. No additional information was provided.